Event description:
Healthcare professional later reported particles in valve and "hole in valve/leaking from valve area." The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported particles in valve and "hole in valve/leaking from valve area." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack, wear abrasion, crease flat. Leak test was performed and found delamination and opening crack on diaphragm valve. A microscopic analysis was performed which identify opening crack, delamination. Based on the device analysis the final assessment is: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.